Manufacturer narrative:
Inratio precision data provided by end-user lot: 1st-inr= 1.6; 2nd-inr= 5.7; 3rd-inr= 5.3; 4th-inr= 5.6. Inratio meter: mean: 4.55; sd: 1.97; %cv: 43.38. Since 43.38% cv is more than 20%, the precision test failed the criteria for precision. Products will be tested if they are returned. As of today, products associated to this complaint are not expected to return. Additional investigation on retained strip ln 080498b. In-house precision test: inratio meter: in-house meters (B)(4). Retained strip: (B)(4); 2 normal donors. In-house precision testing provided (inratio meter): donor 1: in-house (inr): 1.0; in-house (inr): 1.0; mean: 1.00; sd: 0.00; %cv: 0%; pass. Donor 2: in-house (inr): 1.0; in-house (inr): 1.0; mean: 1.00; sd: 0.00; %cv: 0%; pass. For each pair of replicates for each sample on each strip lot, mean and standard deviations were calculated. Both in-house test results have 0% for each donor and are less than 16%. Both samples pass the criteria for precision. Strip deficiency is not produced. No further action is required.

Event description:
Caller alleged poor precision. Results as follows: test 1: inr=1.6; test 2: inr=5.7; test 3: inr=5.3; test 4: inr=5.6. Pt took a long time to get the blood to the strip on the first test.